Event description:
It was reported that cross talk was occurring on the device. It is suspected that it maybe a header/electrical issue. The device was programmed to vvi as an interim measure until device can be replaced.

Manufacturer narrative:
The reported crosstalk anomaly could not be reproduced in the laboratory. The device tested normal on the bench and during automated electrical testing. The root cause of the crosstalk could not be conclusively determined, but it is not believed to be device related.

Manufacturer narrative:
No medwatch form was received.

Event description:
Allegedly, suction failed immediately upon firing. No suction reported.